Event description:
The suspect device was received but product analysis is still underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was found to have high impedance when their device was checked to be disabled for a MRI scan. The patient was then referred for surgery and in the or prior to removing any devices, diagnostics were performed confirming high impedance, >9,000 ohms. The surgeon first removed and then reinserted the lead pin and the impedance was good, 2675 ohms, and it was tested three more times all resulted in a good impedance value so the patient was closed. Upon closing the patient and re-testing the system high impedance was observed again, >9,000 ohms, so the patient was reopened. Once re-opened the device was tested again and still high impedance was observed. The generator was replaced first which resulted in the impedance being good, 2620 ohms but the surgeon was able to visibly see a small amount of liquid in the lead, but no visible breaks were seen in the or or on the x-rays. The lead was then replaced and the impedance was within normal limits, 1139 ohms. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There were no performance, or any other type of adverse conditions found with the pulse generator.